Manufacturer narrative:
(B)(4).   Complaint conclusion: it was reported that a 5f mynxgrip vascular closure device (vcd) failed. The device was stuck after shuttling down and the deployer was unable to retract the sheath. There was no reported patient injury. There were no damages or anomalies noted when the device was removed from the package. The procedure type was a diagnostic peripheral. The device was prepped normally. The stick location was the common femoral artery. The advancer tube was not visible. The user was able to shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. There were no kinks in the sheath or device after removal. The product was stored at room temperature. The deployer was trained on the mynx devices. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was disengaged from the black handle. The procedural sheath was on the shuttle cartridge against the gray shuttle hub. The procedural sheath¿s stopcock was observed closed as received. The advancer tube was engaged to proximal tamp lock and the sealant was covering the balloon proximal tip, protruding out from the shuttle side slit, swelling and increasing profile. Functional testing was performed by manually retracting the procedural sheath and the shuttle cartridge back to the black handle. No resistance was felt during the unsheathing. Subsequently, the sealant¿s proximal end was found wedged between the inner shuttle tube and the outer advancer tube. The condition of the returned sealant indicates a device jam. The procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. A review of the manufacturing documentation associated with lot f1706903 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be related to the reported complaint. The event reported as the device deployment jam was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by sealant exposure to moisture prematurely, swelling up, increasing the profile and during unsheathing, the sealant was dragged and wedged between the inner shuttle tube and the outer advancer tube which may have prevented the procedural sheath from being retracted during the procedure. Per the mynx instructions for use (IFU), it instructs user to open the procedural sheath stopcock prior to shuttling down. Failure to open the procedural sheath stopcock during shuttling down step can result in a device jam. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken.

Event description:
This case is to capture the complaint "it was reported that a 5f mynxgrip vascular closure device (vcd) failed. On (B)(6) 2017, the device was stuck after shuttling down and the deployer was unable to retract the sheath. There was no reported patient injury. The device is available for return. There were no damages or anomalies noted when the device was removed from the package. There devices were prepped normally. The advancer tube was not visible. The user was able to shuttle down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The stick location was ¿common femoral¿. There no kinks in the sheath or device after removal. The product was stored in room temperature, the procedure type was diagnostic peripheral. The deployer was trained on the mynx devices.